Event description:
From staff: during ssv [small saphenous vein] ablation surgeon was using laser and upon removal of laser noticed that the tip of the introducer (black end) was "melted/eroded"). Surgeon immediately asked for new laser and for this laser to be removed from the field and be logged for inspection. Reason for this occurrence is unknown at this time. This is no evident harm known to the patient at this time. New laser was opened to the field and used with no error.